Event description:
A doctor reported that the infusion cannula would not fit properly into the trocar cannula. There was no pt involvement.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause cannot be determined. An internal investigation has been opened to investigate reports of this nature. (B)(4).